Event description:
Ethibond suture fractured during use. Doctor was suturing pacemaker pocket closed with a 0 ethibond ct2 8 x 18". Looked down at his suture and realized the needle had cracked off. As he searched for the missing piece, he opened his needle driver and it fell out of the needle driver. Lot number: ubbczm.